Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-00957. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician successfully deployed and detached an initial ruby coil into the target vessel using a non-penumbra microcatheter. While attempting to advance a new ruby coil through the microcatheter, the physician encountered resistance and decided to retract the coil. While the coil was being retracted, resistance was met and the coil unintentionally detached inside the microcatheter. Therefore, the microcatheter containing the ruby coil was removed and a new lantern delivery microcatheter (lantern) was opened for the procedure. The physician then deployed and detached five ruby coils into the patient. While attempting to advance a new ruby coil through the lantern, the physician encountered resistance but was still able to deploy and detach the coil. The procedure was then completed using the same lantern and additional ruby coils. There was no report of an adverse effect to the patient.